Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 22.2mm + 3 lfit v40 head; cat# 6260-9-222; lot# 59462104; size 7 accolade ii 132 deg; cat# 6720-0737; lot# 69435304. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported the patient's left hip was revised due to infection. A 22.2 +3 lfit head and trident 0° e constrained insert were swapped for devices of the same size.